Event description:
On (B)(6) 2012, omega plus ti operation was performed. During insertion of compression screw, the driver was obstinate and did not turn around. Surgeon turned it by power, the tip of driver twisted. Pt did not have the influence.

Manufacturer narrative:
Once the investigation has been completed; any additional information will be reported in a supplemental report.